Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server had an issue where all users were unable to login. A technical support specialist (tss) found that the database (db) server was offline. The hca brought the virtual machine (vm) back online. The tss identified issues with the database server and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to log in to the es server, encountering the error message an error occurred while processing your request. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.